Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump had inadvertently gone into the washing machine. The pump was still functional. The customer's blood glucose (bg) level was 293 mg/dl and a bolus was delivered to address the bg level.